Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which did not allege a malfunction and no apparent malfunction was found. Customer performed evaluation.

Event description:
It was reported by the user facility that the patient allegedly developed a deep tissue injury while on the mattress.

Event description:
It was reported by the user facility that the patient allegedly developed a deep tissue injury while on the mattress.